Event description:
It was reported that the act and esc buttons on the insulin pump are unresponsive. It was also reported that the customer received a battery out limit. Customer's blood glucose level at the time 167mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery out limit alarm could be verified due to the button anomaly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window, a cracked display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.